Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device log. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation: zoll medical corporation evaluated the device log and the reported malfunction was not replicated or confirmed. Review of the logs shoeds no indication of device not being able to discharge or shock button was pressed. There are ECG lead off, check pads, and poor pad contact prompts logged which is not an indication of device malfunction. No trend is associated with reports of this type. Review of the clinical and error logs did not find evidence to support the reported event.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old-female patient in cardiac arrest, the device failed to discharge and displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.